Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4), implanted: (B)(6) 2016 explanted: (B)(6) 2018 ; product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4), implanted: (B)(6) 2016. - if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the wire was completely out of the skin at the surgical implant site. It was unknown what environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included the doctor looking at the surgical site. The system was removed as an intervention taken to resolve the issue. The issue was resolved at the time of the report. The product would be replaced in the future. The patient status at the time of the report was 'alive - no injury'. No further complications were anticipated/reported.